Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation on all vectors. The device was re-programmed to rv pacing only. Subsequently, the lv lead was explanted and a left bundle lead was implanted. It was also reported that the right ventricular (rv) lead exhibited elevated bipolar/extended bipolar thresholds, while impedance remained steady. Pocket manipulation and isometrics performed in office discovered no noise. The rv lead was explanted. Additionally, a new rv lead was attempted however, a screw extension malfunction was suspected and the lead was not implanted. A different rv lead was implanted. No further patient complications have been reported as a result of this event.